Event description:
It was reported that during a spine infusion, the first and second clips dropped from the jaws. The procedure was completed with the same product. There was no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Additional information: when they would engage the first clip, two to three clips would fall out or when they would attempt to put a clip on the vessel, the tip of the clip would scissor or it would not set on the vessel properly. The fallen clips were retrieved. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.